Event description:
Reporter alleged she found the customer unresponsive, in a deep sleep and she awoke with hypoglycemic symptoms. Reporter stated she obtained a result of 77 mg/dl on the customer while using the advantage system and expired strips. Reporter alleged she called the emts and they obtained a result of 38 mg/dl on their system within 10 minutes of the 77 mg/dl. Reporter stated that they attempted unsuccessfully to treat the customer with oral glucose, so they treated her with an IV and took her to the hosp. Reporter stated she was given lunch at the hosp and released several hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.